Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over twelve (12) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be specified. The irregular color tone of the image occurred due to a breakage of the imaging section (the image was only magenta or green). The noise was generated and no image showed up due to cut on the imaging cable. The probable cause of breakage is irregular load to the bending section since multiple damaged sites were observed on the bending section. However, it was unable to be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that the image could not be displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.